Event description:
Additional information received reported the patient still had concerns with their device or therapy but was working with the physician or manufacturer representative (rep). The patient had an appointment on (B)(6) 2014. It was noted after meeting with the rep, the patient's device went off at full power that evening and could not be turned off. The health care provider called the emergency number, and finally got a hold of a rep who knew how to turn it off, after 45 minutes.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not charge and this issue started about two weeks ago. The patient could not get a connection. The patient saw a reposition antenna screen. The stimulation stopped about two weeks ago. They had not charged in about 3-4 weeks. It was noted that they needed someone to reboot his stimulation. The patient was in a possible overdischarge. There was a physician mode recharge (pmr) completed and the patient was sent home to complete the recharging and an appointment was set at a later date to follow up and clear the power on reset (por). The stimulation was turned on and was very strong and could not shut it off. The overstimulation was on (B)(6) 2014. A short pmr was reviewed with the patient over the phone to stop the overstimulation and then seeing the patient to clear the por. The pmr worked to turn the device off. The patient was in pain and the device was shocking the patient for about 45 minutes the patient was not able to turn the device off at the time. It was noted that the cause for the overdischarge was that the patient did not charge his device. The shocking was device related, somehow the patient turned on the device during his pmr before the por was cleared and overstimulated himself. The patient was instructed via telephone on how to perform a second pmr which caused the overstimulation to stop. The por was cleared on (B)(6) 2014 and the patient was receiving effective therapy.